Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video colonoscope ec-3890li sn: (B)(4). The user stated no video image which occurred during the procedure. Gfe information provided at the time of complaint stated there was no accessory in use at the time of the event and there was no delay in the procedure which would require medical intervention such as additional anesthesia or prolong hospital stay. There was no adverse event reported with this complaint. Pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. On 02jul2021, the device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector could not confirm the user narrative, however other failures were found at the time of inspection. Additional findings: leak at biopsy channel (large/ primary) distal side failed wet leak test customer complaint not duplicated insertion tube loose primary operation channel resistance failed dry leak test up/ down pulley wire broken segment steel braid cut lightguide prong cover glass set loose umbilical cable bump up angulation deflection zero fluid invasion not observed in control body video image has a white or red dot insertion tube mild discoloration at stage 2 insertion tube mild discoloration at stage 1 umbilical cable single buckled under pve root brace down angulation deflection zero air/ water socket cylinder o-ring chipped water nozzle glue worn air nozzle glue worn pve electrical connector frame mild corrosion the device was repaired where all defects were corrected, and the device pass final quality inspection on 26jul2021. Parts replaced: o-rings and seals distal end assy with tubes adjusting collar bending rubber distal attaching plate distal attaching screw segment attaching screw staycoil collar segment staycoil assy pb-free air/water supply tube lg jet supply tube lg suction channel lg light guide cable electrical connector assy ccd-m w/st pcb assy ntsc rl pulley assy ud pulley assy a review of the service history indicates that the device was not routinely serviced at pentax service facility since installation on 19jul2007.